Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient experienced cardiac perforation that required no intervention. Additionally, while implanting the right ventricular - rv lead, it was noted that the helix was damaged. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.